Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Additionally, there was an o-ring found on the pneumatic tap. The customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer's blood glucose level.